Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alert. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported alerts for downstream occlusion which was not reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. The device was ran for 10 minutes at the rate of 125 ml/hr. No issue was observed and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.